Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2010. The patient claimed she manages her diabetes with insulin. It is not known whether the patient made any changes to her diabetes management routine due to the alleged issue. The patient stated she was shaking and sweating 24 hours after the alleged issue began. In spite of the symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, and the alleged issue did not occur after removing/replacing the battery. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.